Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assemblies. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery tube threads, and cracked case-corner of belt clip rails. In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads and a cracked case-corner of belt clip rails were noted. The critical pump error (open book image) alarm was confirmed due to moisture damage on the electronic assemblies. The unit was separated from the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack along the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712kl was requested and the pump was returned for analysis.